Event description:
The reporter stated that the product cracked & leaked during an infusion of lipids/tpn. This resulted in low blood sugar for the baby. Measures were taken to rebound the pt's blood sugar. There was no injury or further treatment associated with this event.

Manufacturer narrative:
The customer reported 3 lot numbers. Add'l lots#: 1230859, 1251493. Add'l manufacturing dates: nov 2007, & jan 2008. Four manifolds were received. Testing confirmed all 4 were cracked and leaking at the female port closest to the pt. Spiral marks in the cracked ports are consistent with the male luer being forced into the stopcock during use. The nature of the cracks and fracture lines in the stopcocks are consistent with exposure to lipids/tpn reported by the customer. It appears that the crackling was due to a combination of high stress induced during forceful insertion of the male luer and the lipid degraded plastic body of the stopcock. There were no mfg issues noted. Smiths was able to confirm the issue and determine the cause. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.